Event description:
The customer reported the monitor screen went black and they couldn't rebott. No pt injury was reported.

Manufacturer narrative:
The service rep was unable to duplicate any power issue. He checked the error logs, appears rtos is freezing/sensing bad power via system interface pcb, then shutting down isd power controller pcb. The rep replaced the system interface pcb. He tested the system at length. He replaced rtos sbc pcb, tested all system functions for 1 hr, unable to duplicate any failure, system fully functional.